Event description:
It was reported that prior to surgery during instrument check the roller no longer cuts well, and blades are blunt. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the reported event could not be duplicated. The repair site did find that the cutter was damaged and the roller was discolored which may have contributed to the reported event. The cutter and roller were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.